Event description:
It was reported that "the subject was suspected of developing acute pyelonephritis following protocol treatment (deflux injection therapy) performed on (B)(6) 2025 and was admitted for treatment on (B)(6) 2025. At the time of admission on (B)(6) 2025, the subject presented with a fever over 38 c, urinalysis findings, elevated inflammatory markers, and mild dilation of the right ureter and left renal pelvis, all suggesting a urinary tract infection (acute pyelonephritis). Before the transurethral injection of deflux, it is necessary to inject physiological saline retrogradely in order to secure the bladder during the transurethral procedure. At that time, an increase in intravesical pressure and vesicoureteral reflux occurred, which was suspected to have caused pyelonephritis due to retrograde infection. After admission, the patient's fever subsided and inflammatory findings improved with intravenous and oral antibiotics, and therefore the patient was discharged on (B)(6) 2025. On follow-up outpatient visit on (B)(6) 2025, good urinary outflow was observed from the cystostomy catheter, which was subsequently removed. Therefore, the outcome was determined as "recovered" as of (B)(6) 2025."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was available for analysis. All lots of deflux are released by both galderma/q-med contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.